Event description:
Lead: st. Jude medical 2088 tc tendril sts implanted with pacemaker: st. Jude 1272 assurity MRI. Lead failed some time in the first 4 weeks after implantation, pacemaker is now useless, because lead is not working. Https://pharmaintelligence.informa.com/resources/product-content/hrs-2018-wrap-up. I found this site; apparently tendril leads have a higher failure rate. This was not disclosed to me when the lead was selected. FDA safety report ID # (B)(4).